Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; d10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit batteries were not charging. The patient connected to the machine expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.